Manufacturer narrative:
The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide a correction to state that the reported event has been deemed not FDA reportable based off the initial information provided by the user facility.

Manufacturer narrative:
This report is being submitted as follow up no. 3 to provide additional information, to update the to provide the completed investigation results. In the follow up no 2. Report it was deemed that the reported event was not FDA reportable. However with the additional information provided in the b5 section this reported event has now been deemed FDA reportable. One used regular tr band was returned for evaluation. The inflation tube including the valve was cut from the main band assembly. Visual inspection revealed no other anomalies were noted with tr band assembly. Microscopic and fluoroscopic images of the air inlet port were taken. No anomalies were observed. Leak testing could not be performed since the device (air bladder) could not be inflated due to the inflation tube being cut from the main band assembly. Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. The exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
Additional information was received on may 6, 2019. The air bladder would not hold air. The doctor did not cut the inflation tube. The luer came unglued form the inflation tube.

Manufacturer narrative:
Expiration date - requested, not yet provided. UDI - requested, not yet provided. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - requested, not yet provided. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band air bladder would not inflate. The patient was reported to be in satisfactory condition. The procedure outcome was successful. Additional information was received march 11, 2019: the procedure performed was a right and left heart catheterization. Hemostasis was successfully achieved by another tr band device.